Event description:
The manufacturer received information alleging an issue related to an assay for essence plug device with allegation of device is smoking and not turning on. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 13, 2024. The manufacturer previously received information alleging an issue related to an assay for essence plug device with allegation of device is smoking and not turning on. There was no report of patient harm or injury. The device was returned to the manufacturers product investigation laboratory for investigation. There was no evidence of smoke residue internal or external. The motor was able to be rotated with minimal effort. The manufacturer did notice the buffer cylinders port was plugged with a gel-like substance and there were foreign brown substances on the bottom enclosure in several areas. The manufacturer tested the on/off switch with a multimeter. It did not ohm out indicating it was defective and there was an external side of the on/off switch, foreign brown particles could be seen. This was reminiscent of a liquid contacting the switch. This could account for the complaint and the switch not working. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.